Manufacturer narrative:
The device was returned therefore d9 was updated. The investigation was underway once completed a supplemental report will be sent.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a purge fluid leak. Water droplets found on the pressure reservoir, and crystallized material found on the external mechanism. No significant change in purge pressure or flow rate, and no plans for replacement. Continued use with gauze wrapped around the external mechanism. After 11 days on support, the patient expired. While on support, the device functioned as intended at p-6 at 3.3 l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, could not have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage c shock.

Manufacturer narrative:
Corrected information were provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak - sidearm was not determined as although droplets were found on the inside of the purge sidearm cover, the leak was unable to be recreated on the returned product and insufficient clinical details.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
B5 updated. Corrected data b3 corrected. The investigation is still ongoing.

Event description:
The complainant has stated the patient remains on support as of (B)(6) 2026.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 pressure reservoir was leaking purge fluid. Water droplets found on the pressure reservoir, crystallized material found on the external mechanism. There was no significant change in purge pressure or flow rate, no plans for replacement. Continued use with gauze wrapped around the external mechanism and the patient remains on support.